Event description:
A malfunction was reported on the customer's pump, displaying malfunction code 12, but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, and cartridge fit issues were noted but addressed separately.